Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where the implant embolized off both leaflets. Hr (heart rate) was 140 afib. Bp (blood pressure) was 165/80. Detachment was noted ten minutes post-release. Mr (mitral regurgitation) was severe. Noted was the patient's leaflet anatomy with regard to radiation and chemotherapy. Device was able to be snared and removed. Post procedure mr was mild 1 plus. The patient was stable and discharged. Future plans are to do a surgical mitral valve replacement.

Manufacturer narrative:
Per internal imaging evaluation, embolization of pascal device is confirmed. Additionally, post procedural imaging appears to show leaflet/chordal damage, resulting in a new jet of mr (mitral regurgitation) originating at lateral p2. The final mr was severe as confirmed by the clinical specialist and internal imaging evaluation.

Event description:
Per internal imaging evaluation, embolization of pascal device is confirmed. Additionally, post procedural imaging appears to show leaflet/chordal damage, resulting in a new jet of mr (mitral regurgitation) originating at lateral p2. The final mr was severe as confirmed by the clinical specialist and internal imaging evaluation.